Event description:
Drive medical has received a complaint from an end user alleging an incident involving a transport chair/rollator originally distributed by drive medical. It is reported that the end user was adjusting herself and leaned back in the transport chair/rollator when the back rest of the device broke off causing the claimant to fall backwards on the floor and hit her head. Claimant went to hospital and had a CT scan. She was diagnosed with third thoracic vertebra fracture and lumbar spine fracture. This MDR report is based on information provided by (B)(6) (claimant's husband).